Event description:
It was reported that the patient received multiple inappropriate shocks for atrial fibrillation due to undersensing in the atrial channel with diagnostic error. The implantable cardiac defibrillator was reprogrammed. The patient did not experience any related symptoms.